Event description:
During a ptca treatment procedure, the quantum maverick monorail balloon ruptured at 0 atms on the initial inflation. The lesion being treated was a calcified lesion in the lad coronary artery. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.